Event description:
Initial sodium results of 136 mmol/l. Same sample repeated on different analyzer using the same methodology recovered 130 mmol/l. Same sample repeated on both instruments, initial instrument gave repeat result of 137 mmol/l, the second analyzer gave repeat result of 136 mmol/l. Result of 130 mmol/l was initially reported, no info provided to determine if results were used to guide therapy. The field svc rep was unable to determine cause. The user reports no further occurrences.